Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off by the patient's vocal cords when removing the delivery system. The patient was not injured following the procedure.